Event description:
Customer reported the system won't turn on. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fast stop switch. System operates as intended.